Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 2 patients. The results were automatically held by the instrument for review and were not reported. The samples were rerun on other advia 2400 systems, and the correct results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 2 patients. The results were automatically held by the instrument for review and were not reported. The samples were rerun on other advia 2400 systems, and the correct results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant calcium_2 results were a misalignment in mix1 and a malfunctioning mix1 rotational motor. The mix1 was adjusted and the motor was replaced. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant calcium_2 results were a misalignment in mix1 and a malfunctioning mix1 rotational motor. The mix1 was adjusted and the motor was replaced. The instrument is performing within specs. No further eval of the device is required.